Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and its associated effects.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the patient experienced intermittent audio output from the receiver and a hypoglycemic event. The patient stated that they had a low event, due to not hearing the receiver's low alert. At about 6:00am, the patient's son called and recognized that the patient was incoherent and went to her home. When the patient's son arrived, the patient's bg was around 40 mg/dl and he gave the patient some juice. The patient did not go to the hospital and felt fine after drinking the juice. At the time of contact, the patient was fine. No additional patient or event information is available.